Event description:
It was reported, the pt is receiving ineffective stimulation coverage. She stated, the stimulation is in the correct area but her pain almost felt worse. The pt allegedly refused to be reprogrammed and wants to try physical therapy and other options. It was reported, the pt scheduled a follow-up appointment with her physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.